Event description:
Customer reported, on march 13th he was drawing a blood culture and when he got to the 15cc mark of a 20cc syringe, the plunger pulled all the way back, spewing blood out the side of the syringe. After further investigation the customer observed a crack from the 16cc mark to the 20 cc mark.